Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was recaptured once due to a deep implant depth. Upon the second deployment attempt, the valve was inadvertently fully deployed in an unintended position and subsequently dislodged into the ascending aorta. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was reported that the depth of implant contributed to the dislodge. It was noted that a 3 hour procedural delay occurred as a result of the dislodge.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was recaptured once due to a deep implant depth. Upon the second deployment attempt, the valve was inadvertently fully deployed in an unintended position and subsequently dislodged into the ascending aorta. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was reported that the depth of implant contributed to the dislodge. It was noted that a 3 hour procedural delay occurred as a result of the dislodge. Additional information was received indicating that the bottom of pigtail position was used during deployment. Prior to dislodgement, the valve was deployed at a depth of 2-3 mm on the non-coronary cusp and left coronary cusp. Following dislodgement, the valve was located above the annulus and around the sinotubular junction. Of note, no post-implant balloon dilation was performed and a non-medtronic guidewire was used during the procedure.